Manufacturer narrative:
It was reported that after a surgery to repair 2 fractures unrelated to tmc devices on (B)(6) 2023, all tmc hardware utilized to repair the 2 fractures had to be removed on (B)(6) 2023 due to charcot and non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient is diabetic, has an uncontrolled a1c and has poor bone quality. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible that the patient's noncompliance, poor bone quality and diabetes could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with the placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2023-00320.

Event description:
It was reported that after a surgery to repair 2 fractures unrelated to tmc devices on (B)(6) 2023, all tmc hardware utilized to repair the 2 fractures had to be removed on (B)(6) 2023 due to charcot and non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.